Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as less than 10 cc of diluent from the probe on start-up. The operator was wearing gloves when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and observed diluent reservoir filling slowly and fluid movement looked sluggish. He replaced fluid filters that appeared to be clogged and restricting diluent movement to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).